Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was not known. Customer glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was reported that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.